Event description:
The pt had extensive heart disease and was classified as high risk. He had undergone redo coronary artery bypass (four vessels). At approx one min off bypass, blood was noted from the endotracheal tube. The endotracheal tube was replaced with a double lumen endotracheal tube. The right pulmonary artery was ligated for suspected pulmonary artery perforation. Despite maximum pharmacological support and aggressive treatment, the pt was unable to be separated from cardiopulmonary bypass and expired. This report is being submitted in good faith. Uf is unable to determine if the pulmonary artery catheter perforated the pulmonary artery, if the pulmonary artery ruptured on its own and/or the site and cause of bleeding. Autopsy results are pending.